Manufacturer narrative:
(B)(4)

Event description:
The head of clinical research organization contacted dexcom on 05/20/2016 to report that the receiver displayed err214 on (B)(6) 2016. The head of clinical research organization did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).